Event description:
It was reported that a patient had a black dot in her vision. A farawave 2.0 nav was selected for use during a faraview pvi/rf cti procedure. The procedure was completed successfully and the case went great. Later on, while in another procedure, the physician was made aware that the first patient woke up and had a black dot in her vision. Following the second case, the physician went and saw the patient and got the patient in for a computed tomography (CT), which looked fine but still did not know what could be causing the patient complication. Physician did not think the issue was caused by farapulse at all. Neurology and optometry were going to consult. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.